Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology with no calcification or tortuosity. It was reported that after the bifurcated stent graft was implanted, there was a type I endoleak identified. It was reported that the physician placed a talent cuff and the endoleak was reduced, however, the endoleak was not completely resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Secondary intervention) - lack of info (unk cause of endoleak, no films or operative reports were received).